Event description:
It was reported that an ilet user experienced repeated alert 38 indicating a stalled motor that persisted after priming and rewinding, associated with elevated glucose while using fiasp; a dry run was performed by having the user remove supplies, restart, prime to 120 units, and the user completed this without further alerts. Symptoms included hyperglycemia. Outcomes included no hospitalization and no medical intervention beyond troubleshooting. Investigation included technical support troubleshooting and education. Investigation of this case revealed that the device functioned without further alerts after the dry run and restart. It was concluded that the event was consistent with a transient motor stall that resolved with user-guided troubleshooting and device restart. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.